Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was updated. No cause was known. The patient was able to resolve the therapy turning off following a por message by using the medtronic dbs to get the stimulator to turn on. The issue has resolved. No further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The patient reported that their therapy stopped today due to a power on reset (por) message. The patient reported that the por was not related to any overdischarge event. The patient reported that they were checking their ins and they saw the por informational message. The patient reported they never let their battery get below 75%. The patient reported that the por message was appearing on the ins on the left which controlled their right neck. The caller reported that they had a cancer treatment about a week ago, but didn't think that would have caused the por message. The patient reported successfully clearing the por message using the patient programmer. The patient also reported that they were successfully able to turn their therapy back on, and the programmer showed the ins was at 100% charge. No further patient complications have been reported as a result of this event.